Manufacturer narrative:
(B)(4). The device was returned for evaluation. Functional testing identified the failed heater bag temperature test. Electrical safety, visual, and temperature verification testing were performed with no issues noted related to the reported condition. The event history log review did not identify any issues related to the reported condition. The cause of this event could not be determined. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, a homechoice device failed a heater bag temperature test. There was no patient involvement. No additional information is available.